Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd preset¿ arterial blood collection syringe, there was foreign matter found embedded on the inner wall of one device. No patient impact reported.

Event description:
It was reported that while using bd preset¿ arterial blood collection syringe, there was foreign matter found embedded on the inner wall of one device. No patient impact reported.

Manufacturer narrative:
H.6 investigation summary material #: 364314. Lot/batch #: 3108667. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for foreign matter with the incident lot was not observed. The photo shows a line of additive build-up on the inner wall of the syringe. This is cosmetic and does not impact the efficacy of the syringe. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to foreign matter as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.